Event description:
Meter would only prompt "redo check." The message appeared following a check trip test, indicating that the last check strip test was outside the acceptable range and an acceptable repeat test was not performed. Patient reported that they were able to obtain results on meter; however, they were in the "500 mg/dl" range. Patient was asked to stop testing by physician. Patient did not experience any symptoms during the time of concern, however felt nervous due to the high results. Patient reported visiting with two physicians and was never tested or treated for blood glucose levels, patient was placed on oral medications. Patient had not tested since 8/2003. The customer service representative walked patient through two check strip tests and both failed to test within the acceptable range. The check strip was in good condition. Based on the information provided, there is no evidence to suggest that the patient suffered an adverse event due to the meter. The meter did malfunction in that both check strip tests failed. Patient's meter was replaced.